Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise leading to oversensing and pacing inhibition. No changes or interventions were reported. There were no patient consequences.